Manufacturer narrative:
The suspect device was evaluated by an olympus field service technician at the user facility. To resolve the reported problem, the socket was cleaned after identifying a corroded pin; the cause of the b30 error was assigned to failure of the socket due to poor contact. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the endoscope was not detected and a "b30" error was present. The problem, as reported to olympus, was identified before the start of a procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that the contact part of the scope connector had defective contact. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.